Event description:
The facility reported an infusion pump with a failure code 812:02. It was not known if this occurred while infusing the patient. The facility rep stated that no pt injury was associated with this report and no incident reports were filed since the last baxter service event. Info regarding pt demographics, medication involved and device programming was requested but none was provided.